Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead is severely kinked with all wires broken approximately 17.5cm from the stim end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer's report: 1627487-2010-01660. The patient received her scs system consisting of 2 percutaneous leads on (B)(6) 2007. It was reported that one lead exhibited invalid impedances and an x-ray showed a break in the wires. The lead was replaced on (B)(6) 2008 and returned to ans for analysis. The lot number of the returning explanted lead was not documented so this report will include both lots assigned to the patient. No additional information is available.